Manufacturer narrative:
Device received in a condition which made analysis impossible. The inv. Lab observed a pre-dosed strip was inside the returned vial; therefore the inv. Lab was unable to complete testing. Section d2b: the procode was corrected to lfr.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 84 mg/dl, 66 mg/dl and 164 mg/dl.